Event description:
Procedure performed: robotic hepatic resection. Event description: two similar cd004 complaints occurred at [facility] on 21jul2023: complaint 1 of 2: (B)(4)- cd004 lot #1484721 . Complaint 2 of 2:(B)(4)- cd004 lot #1484721. Today one of our surgeon was using ref# cd004 and two of them had a hole in the bag. Additional information was received via email on 25jul2023 from [name], tissue compliance specialist, [facility] lot #1484721 for both items. Items were on the sterile field and discarded. Additional information will be provided regarding the case. Additional information was received via email on 28jul2023 from [name], assistant nurse manager, [facility] the issue was noted as the specimen was being removed. The device came in contact with the patient and was removed from the robotic port. The case was completed smoothly. Products are not available for return. Intervention: the case was completed smoothly. Patient status: no patient injury was reported as a result of the event.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photos of the event unit were provided. Visual inspection confirmed the complainant's experience of hole in the specimen bag. Based on the description of the event and the photos provided, it is possible that a sharp instrument or an object came into contact with the specimen bag, resulting in the hole. However, the exact root cause of the specimen bag hole is unknown.

Event description:
Procedure performed: robotic hepatic resection. Event description: two similar cd004 complaints occurred at [facility] on 21jul2023: complaint 1 of 2: (B)(4); lot #1484721 - MFR# 2027111-2023-00568. Complaint 2 of 2: (B)(4); lot #1484721 - MFR# 2027111-2023-00567. Today one of our surgeon was using ref# cd004 and two of them had a hole in the bag. Additional information was received via email on 25jul2023 from [name], tissue compliance specialist, [facility]: lot #1484721 for both items. Items were on the sterile field and discarded. Additional information will be provided regarding the case. Additional information was received via email on 28jul2023 from [name], assistant nurse manager, [facility]: the issue was noted as the specimen was being removed. The device came in contact with the patient and was removed from the robotic port. The case was completed smoothly. Products are not available for return. Intervention: the case was completed smoothly. Patient status: no patient injury was reported as a result of the event.